Event description:
It the spinal incision site. On (B)(6) 2013, the anchor was removed and a 6cm portion of the spinal and pump segments were removed from the pre-existing 35cm catheter. A new pump segment was added to the existing spinal and pump segments. It was noted that the catheter would not be returned to the manufacturer. The patient status at the time of this report was ¿alive-no injury.¿ the device system was used to deliver baclofen. It was later reported that the patient was ¿doing fine¿ following surgery. However, the reporter had not received an update since this time. It was later reported that an infection occurred, resulting in an explant of the entire system. As of 11/4/2013, the patient status was ¿alive-no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# n221496002, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information received reported on (B)(6) 2013 there was skin breakdown over the anchor site. That segment was revised and retunneled. On (B)(6) 2013, both the pump and catheter were removed because an infection had developed. Further information regarding the infection was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).